Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) for report 2 of 2.

Event description:
This is report 1 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was discovered that the motor device and attachment device were overheating and making a high-pitched noise. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device made a loud unusual noise and ran over the temperature specification in 5 minutes (120.5 degrees). It was further determined that the device failed for noise assessment and hand piece temperature assessment. It was further determined that the cord was damaged (small dimples). It was determined that the issue with the damaged cord was consistent with improper cleaning. During service/repair, it was observed that the driveshaft was broken, causing the noise and heat. It was determined that the issue with the broken driveshaft was consistent with using excessive force during use, which was improper cleaning. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to user error and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.